Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the protection sleeve of a 6/7f mynx control vascular closure device (vcd) was split open and the sealant was exposed when trying to insert it into the sheath. A new device was used to complete the procedure. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was removed from the package per the IFU. The device storage temperature did not exceed 25 °c. The employer was mynx certified. The vcd was used in an interventional procedure. Another mynx control device was used to complete the procedure. The event did not cause a clinically relevant increase in the duration of the procedure or prolongation of existing hospitalization. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2201801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the protection sleeve of a 6/7f mynx control vascular closure device (vcd) was split open and the sealant was exposed when trying to insert it into the sheath. A new device was used to complete the procedure. There was no reported patient injury.the device was stored and prepped according to the IFU. The device was removed from the package per the IFU. The device storage temperature did not exceed 25 °c. The deployer was mynx certified. The vcd was used in an interventional procedure. Another mynx control device was used to complete the procedure. The event did not cause a clinically relevant increase in the duration of the procedure or prolongation of existing hospitalization. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f7f along with the syringe involved in the reported complaint were returned for the investigation. Per visual analysis, button 1 and button 2 were not depressed, and the stopcock was found closed. The sealant was present, and the csi of the complaint was returned with the device which showed exposure to blood. Per dimensional analysis, the slit length was verified and noted to be within specification. The overall length of the outer sleeve assembly was measured and noted to be within specification. Per functional analysis, a simulated deployment test was conducted, and the results obtained showed that the device was working as intended. A product history record (phr) review of lot f2201801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves frayed/split/torn¿ and ¿deployment difficulty premature¿ were not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the protection sleeve of a 6/7f mynx control vascular closure device (vcd) was split open and the sealant was exposed when trying to insert it into the sheath. A new device was used to complete the procedure. There was no reported patient injury.the device was stored and prepped according to the IFU. The device was removed from the package per the IFU. The device storage temperature did not exceed 25 °c. The deployer was mynx certified. The vcd was used in an interventional procedure. Another mynx control device was used to complete the procedure. The event did not cause a clinically relevant increase in the duration of the procedure or prolongation of existing hospitalization. The device is being returned for evaluation.